Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that their surveillance was stuck in service mode, and the sc indicated that this may be due to the 2018 (B)(4) reboot issue. There was no patient incident.